Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of error e433 was a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the generator was automatically starting and showing error e433. The issue occurred during routine inspection by the technician. There was no patient nor procedure involvement.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.